Manufacturer narrative:
(B)(4). Although requested, the set has not been received for investigation. A follow up report will be submitted with evaluation results should the device be received.

Event description:
A leak from tubing was reported. The leak occurred after it was infusing for approximately one hour. There was no pt harm or medical intervention. Although requested, no further pt or event details were provided.